Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 4.015 volts. On (B)(6) 2015, the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis of the lead (s/n (B)(4)) found no significant anomaly. The lead body was cut through and the product was segmented.

Event description:
It was reported that the implantable neurostimulator (ins) was painful. The leads and wires migrated and there was extravasation of the lead at the cervical spine. As a result the components were explanted on (B)(6) and were not replaced with the manufacturer¿s product. There was no patient death or injury related to this event. Following device removal the patient recovered without sequela.